Manufacturer narrative:
The reporting deadline for the MDR was (B)(6) 2025. Mti initially attempted to submit it on 4/11/2025 but encountered issues accessing the esg legacy site (reference ticket #(B)(4)). Additionally, there were complications registering for a new account on the nextgen esg site (reference ticket #(B)(4)). There was a delay in response from the nextgen esg support team due to the high volume of emails due to the launch of the unified submission portal (usp). As per the MDR help desk they recommended that a note be included in the additional manufacturer narrative section of the electronic 3500a form explaining why the MDR report is late.

Event description:
Patient was explanted due to infection near ipg.